Manufacturer narrative:
Results and conclusion summation- product performance engineering determined that factors that can contribute to balloon rupture include, balloon damage during manufacturing, weak materials, interactions with other devices, interactions with stent struts, patient anatomy, lesion calcification, lesion tortuosity, or excessive applied pressure. The lesion was moderately tortuous and calcified, which could have contributed to mechanically damaging the balloon materials such that upon inflation, the device ruptured. Another dilatation catheter also ruptured at the lesion site; therefore, it is likely that the circumstances of the procedure contributed to the rupture; however, a definite root cause for the rupture cannot be determined.

Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that this was a moderately calcified lesion. During deployment of the zeta stent delivery system (sds), the balloon ruptured at 12 atm. The stent was deployed and another company's 2.75 x 10 mm balloon was used for a post- dilatation; however, the other company's balloon also ruptured. Another 2.75 x 8 mm balloon was used to complete the procedure. No additional event or patient info is available.